Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 broken logic board connector. Technical support- logic board: 1. Recommended the customer send in for repair due to cost. 2. Customer will send in for repair. 3. Emailed fixed level pricing. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. H3 other text : no product returned.

Event description:
It was reported that the device has a broken logic board connector that needs to be replaced. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device has a broken logic board connector that needs to be replaced. No additional information was provided. There was no patient involvement.